Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Health effect clinical code: (B)(4) (significant reduction of ica). (B)(4): lens work order search-no similar complaints reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vich13.2 implantable collamer lens of +7.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Exessive vault and significant reduction of ica were reported. The lens remains implanted. Cause of event is unknown.

Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vich13.2 implantable collamer lens of +7.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Exessive vault and significant reduction of ica were reported. On (B)(6) 2022 the lens was explanted. On the same day in a separate surgery a shorter length lens was implanted. This resolved the problem. Cause is unknown. (B)(4)